Event description:
Customer was admitted to hospital for high blood glucose and diabetic ketoacidosis. Customer changed the infusion set the day prior to the incident.troubleshooting indicated the pump was functioning properly.